Event description:
On (B)(6) 2010, patient reported having elevated blood glucose for the last few weeks. Patient stated, she feels it's due to the infusion device. Patient reported trying to troubleshoot on her own for the last 2 weeks. Patient stated, she switched infusion sites, but this did not do anything. Patient reported, she changed the insulin cartridge and infusion sets. Patient stated, she discarded the insulin. Patient reported, she programmed a bolus on (B)(6) 2010, and did not remember hearing it click like it was delivering. Patient stated, she then disconnected the infusion tubing from the infusion site and programmed 2.0 units of insulin; saw insulin drip from the tubing. Patient reported her blood glucose was 430 mg/dl before going to bed last night and she delivered 5.0 units of insulin from the infusion device to bring down her blood glucose but this did not help. Patient stated, she gave insulin by injection to bring her blood glucose down after this and her blood glucose came back down this morning. Patient reported her blood glucose has been between 300-600 mg/dl. Patient's target blood glucose range is 100-150 mg/dl. Patient stated her a1c was 9.4% in (B)(6), and the doctor made changes to her basal rates but her blood glucose has remained elevated. Patient reported, she switched to the backup infusion device about 30 minutes prior to the call. Patient stated, her blood glucose is okay at this time. Verified that patient had inserted a new insulin cartridge into the backup infusion device. On follow up call on (B)(6) 2010, patient's daughter stated "I think she is still having concerns with her blood sugar, but I will have her call you and speak to you about it." On call back from patient, patient reported her primary infusion device was not giving the correct amount of insulin. Patient reported after switching to her backup infusion device, the readings have come down to her normal range. Patient reported, she was not receiving any error messages. Patient stated, she did not seek outside treatment. Patient stated, the bolus history showed the correct bolus. Product was replaced and requested return of the suspect product for evaluation.